Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked and chipped by the front left and right bottom corners, missing power receptacle seal and there was visible contamination. A review of the event history log (ehl) identified battery communication time out error and battery not working. Nothing in ehl pertaining top case issue. During functional testing using the power up process with alternating current (ac) power plugged in, since the customer did not send battery pack with the device to test battery status. Visual inspection confirmed the damaged top case. The root cause of the issue was unable to determine since could not perform investigation of the battery as customer did not send it with the pump. The root cause of physical damage was due to customer impact. Replaced interconnect board, also replaced battery as a preventative measure. Replaced the top case and battery, and performed power up and self tests. UDI information was unknown at time of this report.

Event description:
It was reported that the top case was damaged and the pump exhibited a battery communicator error. No patient injury or involvement was reported.